Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sonicbeat tissue pad was found to have peeled off while the tissue was being clamped and output. The issue occurred during a therapeutic laparoscopy procedure for an ectopic pregnancy. The procedure was completed without delay using an electric scalpel (bipolar forceps). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the problem was caused by the tissue pad being worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue. Additionally, it is likely the ultrasound was emitted when the gripping part was closed without grasping the tissue resulting in the tissue pad being worn down and some parts to peel off. The event can be detected and prevented by following the instructions for use (IFU) which states: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripper and perform output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Friction between the gripper and the probe tip may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the probe tip, or part of the tissue pad may peel off, resulting in severe wear. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·when treating biological tissue or blood vessels, apply light tension to make the incision visible. Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat caused by friction between the tissue pad and the tip of the probe may occur, leading to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. Olympus will continue to monitor field performance for this device.